Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, low battery alert and off no power anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not get a low battery alert and battery die without warning. The customer¿s blood glucose was unknown at the time of incident. Advice to discontinue use of the insulin pump and revert to backup plan per healthcare professional instructions. The insulin pump will be return for analysis.